Event description:
Pt called pharmacy for early refill on humulin r concentrate which she uses in an omnipod insulin pump. Pt claims that adhesive on back of pump doesn't last long enough to use all of insulin put into pump. Pt tries to remove insulin from unusable pod, but loses some in the process. Pt has called MFR, but they are suggesting that she purchase more adhesive at her expense. Pharmacy is attempting to get early refills for pt, but they may not continue to give them if it becomes a recurring situation. MFR needs to evaluate adhesive or provide extra adhesive with the pods. Pt admits that problem may also be because, she is heavy.